Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 430-10 competitor pacing lead 2001 (B)(6), 438-10 competitor pacing lead 2001 (B)(6). (B)(4).

Event description:
It was reported that the patient has been "very symptomatic" around midnight every night. The device clock was off an hour so the patient was feeling symptomatic when capture management should be running. The capture management was turned off for all leads. The device is still in use. No patient complications have been reported as a result of this event.